Event description:
Machine screws with augmentation blocks would not fully engage threads of the femoral component. Surgeon used bone cement to attach blocks to femoral component with no adverse effect on th pt.